Manufacturer narrative:
(B)(4). Device evaluation: the product testing could not be performed because the product was not returned for evaluation. The complaint cannot be confirmed. Manufacturing record review: manufacturing record review for this production order was evaluated and the devices were manufactured within specifications. The units were manufactured and released according to specifications. There is no non-conformance report (ncr) related to this complaint issue. A search of complaints revealed that no other complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that an intraocular lens (iol), model z9002 was explanted due to a scratch on the iol after the original implant. There was no patient injury reported and the explanted lens was discarded. No further information was provided.